Event description:
Healthcare professional reported left side device rupture diagnosed via MRI and pain. Healthcare professional has further confirmed "rupture of device, capsular contracture baker grade iii, seroma-late, and pain". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: a3a, a5, a6, b3, b5, b6, b7, d6b, h6.

Manufacturer narrative:
Continued e1 phone number :+(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting left side device rupture and pain. The device remains implanted.